Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the leak break was not determined but that it was discarded. No further information reported/anticipated.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s battery was showing ¿low¿ and program 1 impedance showed >4000 ohms. Historical impedances were not available to compare against. The patient typically ran stim on program 1 at 3.6v. An electrical impedance test at 2.0v and 210usec was started, but the patient had discomfort from the strength of the stimulation during the test and it had to be canceled. It was noted the hcp felt a shock from the test voltage strength. Impedances were checked at .5v and 210usec and all contacts were >4k ohms except c1 was 548 ohms and c2 was 1007 ohms. It was explained to the hcp that these impedances indicated a possible issue, though the impedance test was done at a very low amplitude. It was advised that the managing physician take a look and consider imaging the system if there was a break/lead issue. No therapeutic benefit issues were mentioned. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID :3093-28, lot# j0427672v, explanted: (B)(4) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the generator was changed on (B)(6) 2017 and the patient had a pelvic and sacral x-ray on (B)(6) 2017. It was found that the impedances were caused by a lead break, so the leads were also changed.